Manufacturer narrative:
The used/damaged suture needle is not expected for evaluation, as it was discarded at the user facility. However, a photo was provided and visual inspection of the photo found the tip of the needle had broken off and this verified the reported breakage. Without the involved device, an evaluation could not be performed and the root cause of the alleged "needle tip breakage" therefore could not be determined. This lot with the (B)(4) was manufactured on 17-feb-2015 in a lot of (B)(4) units. There have been no other similar complaints received for this item and lot number combination. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incident. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of (B)(4). A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. (B)(4) is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Device was discarded at user facility.

Event description:
The user facility reported that during surgery "the tip of the concept suture passer needle "broke off in the cuff". The needle breakage occurred after it had been passed 2-3 times and on the fourth pass, the surgeon noticed the tip of the needle was no longer there. The surgeon described the cuff as "very thick cuff". X-rays were performed and the broken tip could be seen in the cuff. However, attempts to retrieve the broken portion failed despite the repeated x-rays done to assist in locating the tip resulting in a "3-hours long" delay. It was further reported that this was a massive tear, which consisted of two tears and that the procedure was completed with only one tear that could be repaired. The (B)(6), male patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.